Manufacturer narrative:
This product was explanted and returned to boston scientific. Due to the nature of the issue, no analysis will be conducted. This report will be updated if additional information is received.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.